Event description:
It was reported the pt experienced anxiety and tingling. The pt reported the drug in the pump was running out. The volume in the pump was below the recommended volume to maintain adequate infusion. The hcp reported the pump was scheduled to be stopped the following day and later was reported that it indeed had been placed in stop pump mode. The pt felt a shocking sensation near implant site when the pump was programmed to stop pump mode, had pain when the area over the pump was touched, and felt dizzy. Additionally, the pt stated that when the pump was turned off, she was not weaned off dilaudid and therefore experienced withdrawal. The pt was hospitalized for three days for withdrawal. Several weeks after the pump was programmed to stop pump mode, the pt reported hearing the critical alarm every hour. The pump was shut off after the pump off authorization form was signed and returned to the MFR. No further outcome was reported.